Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field.results - bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that the rubber sleeve of the bd vacutainer® eclipse¿ signal¿ blood collection needle did not recover after use. No injury or medical intervention reported.